Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely external force. This issue is addressed in the instructions for use (IFU): "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the distal end of the probe was damaged. A replacement probe was sent to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report a broken tip on the distal end of the device with wires exposed. The device malfunction was observed during the procedure. There was no report of consequence or impact to the patient. The procedure was completed using the same device.